Manufacturer narrative:
The catheter has been returned and is being evaluated.

Event description:
The catheter ruptured at the proximal part during onyx (liquid embolix system) injection and onyx was injected into the mca bifurcation. The procedure was stopped, the catheter was pulled out from the patient and separarted at the level of the neck. An attempt to retrieves the onyx cast was made, but was discontinued. The cast was left in the patient and due to excellent conbralateral circulation, the patient was asymptomatic.